Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a calibration issue with the programmer. It was noted that calibration was slightly off in some areas. The customer comment that the programmer was slow to boot was not confirmed. It was noted that the programmer was experiencing errors after software reload, hinge plate screw was missing and power cord bay tab was broken. Due to lack of components needed to repair this programmer will be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen or stylus would not hold calibration and the programmer was slow to boot. It was noted that there was no error message displayed. There was no patient involvement.